Manufacturer narrative:
The actual sample used during the incident was received for eval, and the reported issue was confirmed. The cannula was completely removed from the hub, but had not been broken off since there was no portion of the cannula remaining in the hub. A review of applicable manufacturing procedures identified a manufacturing inspection step where the cannula/hub bond strength is measured. The investigation identified that during the inspection step, manufacturing personnel were not properly following the applicable testing procedure and therefore, the root cause for this failure mode was identified as a personnel error during the inspection of the cannula/hub bond within the manufacturing procedure. Corrective actions to prevent this type of failure have been initiated. The testing procedure for the manufacturing inspection step has been revised as of 2008 to standardize the testing procedure for the bond strength pull test. All applicable personnel have received appropriate training on this revision prior to issuance. The procedure revision was made subsequent to the production of the lot reported in this incident. A review of complaint data did not identify any trends within this or similar failure modes.

Event description:
The end user customer reported the needle broke when the doctor attempted to insert into the patient. The needle broke off in the patient. The needle broke off in the patient. The doctor was able to remove the needle and got a second tray in order to complete the procedure. No negative patient related issue reported.